Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #2). Additional emdrs were submitted to represent bard/davol 3dmax (device #1) and bard/davol ventrio (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax, ventralex st and ventrio on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #2). Additional emdrs were submitted to represent bard/davol 3dmax (device #1) and bard/davol ventrio (device #3). Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this is an addendum to the initial emdr submitted on 08-may-2020. This supplemental emdr is to report that based on corrected information received from the initial reporter, the patient was implanted only with the bard/davol 3dmax (device #1) and not with the ventralex st (device #2) and ventrio (device #3) as originally reported. Therefore, there is no ventralex st or ventrio device associated with this patient's alleged adverse event. See MDR 1213643-2020-04489 for information related to this patient's event. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax, ventralex st and ventrio on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Note, the revised information provided by the attorney states that the patient was implanted only with 3dmax and patient was not implanted with a ventralex st and ventrio mesh as was in the initial claim.